Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the equipment locked during a cataract extraction with interocular lens implantation procedure. The case was completed using the same system after a reboot. There was no patient harm..

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The pneumatics printed circuit board (pcb) was replaced to address this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 18, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pneumatics pcb. (B)(4).

Manufacturer narrative:
The visual assessment was done on the returned pcb for evaluation. The pneumatics printed circuit board (pcb) did not reveal any non-conformity. The returned pneumatics pcba was installed onto a calibrated system. The system was turned and allowed to boot. The system successfully booted. The returned pneumatics pcba was functionally tested, which passed the tests. No system locking or system message was observed during test. (B)(4).